Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an error 1 message with the meter remote. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings. There was no serious injury associated with this complaint.